Event description:
Boston scientific crm received information that this pacemaker had declared elective replacement indicator (eri) on (B)(6), 2010. Premature battery depletion was suspected. At the previous follow up visit in (B)(6), 2009 the longevity remaining was quoted at 3.5 years. The competitor leads have had low impedances chronically. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A save to disk was performed and sent to boston scientific crm technical services. The field representative also discussed that there was a large energy drain on the competitor's ventricular lead. The atrial lead appeared to have a large energy drain as well. It was suspected that the early depletion of the device was due to a competitor lead issue. Rv lead is huge, definitely a lead issue. The competitor leads were to be replaced in the near future. Should additional information become available this event will be updated.